Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for the iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). Non-gore stent graft (afx) was used for the main body. After placing ibe for the iliac artery bifurcation on the right side, gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was deployed from the right internal iliac artery to the right inferior gluteal artery. Final angiography confirmed rupture distal to the vbx. The right internal iliac artery and the right inferior gluteal artery was coil-embolized and closed with an additional stent graft. The physician stated the following: an oversized vbx was selected for the diameter of the inferior gluteal artery.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1102: IFU statements [directions for use] [d. Sizing and selection of the gore® viabahn® vbx balloon expandable endoprosthesis] 1. Prior to opening the sterile package, check that the diameter and length of the endoprosthesis as well as the delivery system length are correct before removing from the packaging. A. In selecting the appropriate size endoprosthesis, a careful assessment of the vessel is necessary. To reduce the potential for vessel damage, the final stent inner diameter (as indicated on the compliance chart on box label, the compliance chart is different per device size and it has more detailed information than table 2, stent graft sizing table) should approximate the diameter of the vessel just proximal and distal to the stenosis. To prevent endoprosthesis migration, care should be taken to ensure the device is sufficiently apposed to the vessel wall between initial device deployment and post-dilatation (if performed). [G. Deployment of the gore® viabahn® vbx balloon expandable endoprosthesis] 2. To reduce the potential for vessel damage, the final stent inner diameter (as indicated on the compliance chart) should approximate the diameter of the vessel just proximal and distal to the stenosis. To deploy the endoprosthesis, use an inflation device to slowly inflate the endoprosthesis system to the pressure needed for the desired diameter. Maintain the inflation pressure for approximately 15 seconds. Higher pressure may be necessary to overcome any luminal loss due to the lesion or to overcome stent recoil. Balloon pressures must not exceed rated burst pressure (refer to table 1 and table 2). Extreme oversizing of the endoprosthesis relative to the vessel diameter may cause vessel damage <precautions related to directions for use, etc> [g. Deployment of the gore® viabahn® vbx balloon expandable endoprosthesis] 2. To reduce the potential for vessel damage, the final stent inner diameter (as indicated on the compliance chart) should approximate the diameter of the vessel just proximal and distal to the stenosis. Overstretching of the artery may result in rupture and life threatening bleeding. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.